Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint repair surgery, two (2) twinfix screws were found cracked. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Event description:
It was reported that during a shoulder joint repair surgery, two (2) twinfix screws were found cracked. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported. As per visual inspection of the returned devices, it was confirmed device 1 and 2 are is fractured just below the anchor window and there is debris (biomatter) on the anchors, on the insertion device and on the suture material.

Manufacturer narrative:
H2: additional information in b1 (adverse event) & b2 (required intervention). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. Device 1 is fractured just below the anchor window and there is debris within the crack and on the insertion device and suture material. Device 2 is fractured just below the anchor window and there is debris on the anchor, on the insertion device and on the suture material. A review of the customer provided image finds the complaint devices with cracked anchors. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in b5 & h1 (type of event).